Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported device damaged by another device (dislodged) was due to procedural circumstances during positioning of the second clip. The reported slda was a cascading event of the reported device damaged by another device (dislodged). The cause of the reported difficult leaflet grasping and difficult imaging were unable to be determined. The reported unchanged mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and an enlarged atrium. An ntw clip was inserted and grasping was performed. However, the leaflets were unable to be grasped and captured. Therefore, the clip was removed and replaced. An xt clip (30817r2011) was inserted and deployed on the mitral valve. To further reduce mr, an additional xt clip (31122r1105) was inserted and advanced into the left ventricle. However, while in the lv, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. While retracting the clip back into left atrium, it interacted with the implanted xt clip. The implanted xt clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). A chordal rupture was observed after the procedure and was believed to have occurred due to the 31122r1105 being caught in the chordae. Mr remained a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.